Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic and non-dependent patient was presented for routine follow-up. Episodes of non-sustained rv oversensing was observed due to lead noise. Lead revision was recommended. Patient will be presented for further assessment. No further information available.